Event description:
It was reported that the device was explanted after implant duration of approximately 26.7 months. It was learned, per the health-care provider's follow-up response, that the reason for explant was due to mitral regurgitation and perivalvular leak.

Event description:
Reportedly, per the cer the patient had (thromboembolism) hemiparesis left side due to media-stroke. Date of implant was in 2008. Date of event was 2 days later. Following an intraoperative course (dual coronary bypass surgery, biological aortic valve replacement and surgical reduction of the ascending aorta) without complications, the patient was transferred to the general surgical ICU for postoperative ventilation and stabilization of circulation. On the 2nd day post-op, pt experienced hemiparesis on the left side. Cct excluded bleeding; however, infarction of the middle cerebral artery was diagnosed. This was clinically verified by neuro consult and through neuro-radiological procedures. Pt received platelet aggregation inhibitor as well as low-dose heparin (fraxiparin 0.4 ml 2x1 subcutaneously). Anti-hypertensive medications were reduced. Device remains implanted.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.